Manufacturer narrative:
On (B)(6) 2015 10:58 am (gmt-4:00) added by (B)(6) ((B)(4)): (B)(4). By manufacturer laboratory investigation dtd. On (B)(6) the failure found was determined as a reportable malfunction as it resulted in a previous MDR. No evidence was provided with the former available information that an reportable event occurred. The product was visually inspected no abnormalities were found. During a tightness test of the blood side according to dms 1660283/1 a leakage of the luer lock connector on the blood outlet side of the oxygenator was detected. A crack and several hair line cracks were detected by microscopic inspection. The tubing set self was tight. The leakage was most probable caused by the detected crack / hair line cracks. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
The hls set "de-primed" at some point after it was initially primed. The account determined the didn't need to use the set, put it aside for later use, and noticed that it had "deprimed" some undetermined days later. The date of event is not available. (B)(4).